Event description:
Per the clinic, the patient experienced swelling around the implant site. The patient was treated with oral antibiotics in (B)(6) 2012 and (B)(6) 2013 (exact dates not reported). However, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.